Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the coronary stent system multi-link vision rx, otw instructions for use (IFU) are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: predictors of adverse events among patients undergoing primary percutaneous coronary intervention: insights from a pooled analysis of the comfortable ami and examination trials. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported through a research article identifying a xience stent and/or a vision stent that may be related to a serious injury of definite stent thrombosis, any myocardial infarct (mi), or target vessel revascularization (tlr) and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled predictors of adverse events among patients undergoing primary percutaneous coronary intervention. No additional information was provided.